Event description:
Customer complains blood leak during treatment. No add'l info available.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The root cause of this event cannot be determined yet.